Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It is reported by mrs. (B)(6), nurse of the hospital, that the instrument can't be closed anymore. A straight cut was difficult. Replacement was available.

Manufacturer narrative:
An event regarding functionality issue regarding a triathlon capture was reported. The event was confirmed. Method & results: device evaluation and results: the device was functionally tested with its intended mating device and was confirmed to not fully seat into the intended position. Medical records received and evaluation: not performed as it was reported there was no impact to the patient. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that the capture was not manufactured to specification by the supplier (B)(4) as a chamfer was machined instead of a straight edge leading to skewed dimensions and oversized fit with the mating resection guide. Nc was initiated 6-oct-2015 to address the identified nonconformance.

Event description:
It is reported by (B)(6) that the instrument can't be closed anymore. A straight cut was difficult. Replacement was available.